Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it is alleged that the clips would not form properly. Each time the device was fired; the clips would not form on the vessel and would just fall off. A competitor's product was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 18 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.